Manufacturer narrative:
Additional devices implanted and/or related to this event: plc271400/17640204, and plc271400/17592571. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include reoperation.

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair for abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses, and a gore® excluder® iliac branch endoprostheses. It was reported that the patient was playing softball all weekend and presented to the hospital with bilateral lower extremity pain with decreased pulses. The computed tomography (CT) performed in the emergency room revealed the collapse of the gore® excluder® aaa endoprosthesis (rlt231412/ 17908311 proximal trunk-ipsilateral leg endoprosthesis) with thrombosis of the left side down to the proximal external iliac artery. The right side thrombosed distal to the external iliac artery and proximal to the internal iliac artery. The proximal rlt231412/ 17908311 device was re-expanded with balloon and reinforced with vbx. The trunk-ipsilateral leg endoprosthesis and right side were de-clotted and a fem-fem bypass was performed. Bilateral lower leg fasciotomies were performed. The patient tolerated the procedure.